Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump turned off and does not turn on again. Caller reported pump does not give any alarm. No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided.